Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found the sterile blister was opened. A hair-like foreign debris and a red-brown stain were identified in the sterile packaging. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. This complaint was confirmed by evaluation of the returned device(s). As the product was returned opened, it cannot be confirmed when or how the foreign debris and stain were introduced to the sterile packaging or the conformance of the product when it left zimmer biomet, therefore, a definitive root cause cannot be determined. A CAPA was previously initiated for the reported event.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the poly package had hair in it. No additional information according to the per.